Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (unique identifier). Device evaluation: the device was returned to zoll medical corporation and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including bench handling, impedance, defibrillation cycling, and environmental chamber testing without duplicating the report. Critical errors were observed in the log. The logs also indicated that the device was left on by the user. There is no evidence that an attempt was made to power off the device. Leaving the device on would deplete the batteries. This investigation is closed as incorrect sequence/setting. The battery pack and electrode pads were not returned at this time. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.